Event description:
A customer obtained low tsh results for multiple patients and an elevated t4 result for one patient. The initial tsh results were in the range of 0.16 - 5.13uiu/ml, and in the range of 0.73 - 6.45uiu/ml upon repeat. (See b6) the t4 result was 20.27pmol/l, and 9.79pmol/l when the original sample was re-tested. The tsh and t4 results were reported out of the lab.there was no affect to patient treatment or injury due to the erroneous results.

Manufacturer narrative:
Qc was within specifications for tsh and ft4 failed with qc out high. Customer indicated that they received messages regarding wash buffer being low which was refilled. Qc was repeated and failed. A system check performed on 3/18/09 failed multiple parameters and it was within range upon repeat. A field service engineer (fse) was dispatched: the fse inspected the instrument and found peri-pump tubing for one aspirate probe not aspirating completely. The fse replaced the peri-pump tubing and verified the system. Patient treatment was not affected in this event. However, on recur the hardware failure may have affected pivotal assays. Erroneous results of a pivotal assay may contribute to serious injury to the patient. Hardware issue addressed by the fse is the root cause of this event.